Event description:
On october 19, 2007, the lay user/patient contacted lifescan alleging that his one touch ultra meter was prompting the error 2 message and would not power on. The medical affairs specialist mailed a letter since the patient could not be reached by telephone. The meter started prompting the error 2 message and stopped powering in 2007, at 7:00 am. The patient indicated that the error 2 message appeared when inserting a test strip into the test strip port. As a result of the reported issues, the patient skipped his 25 units of lantus insulin. Following the onset of the reported issues the patient developed symptoms of blurred vision. The patient did not administer self-treatment or seek any medical attention. He was not tested on any other device. It would have been helpful to know patient's testing frequency, medication regimen, diet regimen, at what blood glucose does he develop symptoms of high or low, when he developed symptoms in relation to the onset of the issue, and if he administered self-treatment for his symptom. The customer care advocate (cca) verified that the patient was using the correct testing technique and the test strips were in good condition. The cca also confirmed that the patient was using the correct test strips, the battery was correctly installed, and there had not been any misuse of the product. The cca discovered that the battery had not been replaced per the owner's manual. The patient did not have a new battery to complete troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged developing symptoms correlating to high blood glucose following the onset of the reported issues.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.